Event description:
It was further reported that the patient had a full system replacement on (B)(6) 2011 and was doing well.

Event description:
It was reported that while attempting to remove a lead during an explant procedure, the lead broke and a portion of the lead was left in the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6), programmer model 3037, (B)(4), extension model 3095-10 , (B)(4), implanted: 2008 (B)(6), explanted: unknown. The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the (B)(4) issued by the u.s. Food and drug administration (FDA) on (B)(6) 2008. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.